Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had problems with no deliveries. The insulin was able to exit during troubleshooting and it was found that the alarm was caused by an infusion set/reservoir occlusion. The customer also had a high blood glucose value of 500 mg/dl. The customer declined troubleshooting for their high blood glucose. The customer was trying to give herself a bolus. Additionally, it was noted that the customer also received an unexpected restart alarm on her old insulin pump.